Event description:
This patient reportedly rec'd a blow to the head, which caused the magnet to dislodge from her receiver/stimulator. The magnet was reinserted into the implant during a revision surgery (date unknown).